Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer mentioned she has had some issues with inserting the infusion sets. Customer stated that one of then pulled out and two would not stick. Blood glucose value was 300 mg/dl. She was unable to troubleshoot and stated that the alarm was resolved by changing the entire infusion set and reservoir. The product would be replaced and returned for analysis.